Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Event description:
It was reported during implant, the right atrial (ra) lead helix could not be verified under fluoroscopy if the helix was extended or retracted. The radiopaque markers would not open or close upon turning the rotation tool. The ra lead was removed and a new ra lead was implanted. No patient complications have been reported as a result of this event.